Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. A single soft error (flipped bit) occurred in the ramware of the device. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) will automatically measure p and r-waves but if you try and manually test this it states 'no sense', even though it shows as/vs on the screen. It was noted that the reason for this behavior was a soft error (flipped bit) in the ram-ware of the device. A manual guided reset was done and the device remains in use. No patient complications have been reported as a result of this event.